Manufacturer narrative:
Inspected one opened and used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used. No broken parts was found during analysis. Customer did not returned insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's electrode part of the sensor was not found. Customer's blood glucose level was unknown. No further details given. The sensor will be returned for analysis.